Manufacturer narrative:
The technician found the siderail not latching due to the center arm assembly being broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the siderail would not latch. The bed was located at the account in whse. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).